Manufacturer narrative:
This is one of one initial/final report being submitted for this complaint. (B)(4). Concomitant devices used in the procedure is unknown. The deltaplush coil will not be returned; therefore, the root cause of the coil being stuck inside the microcatheter cannot be determined. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Since there was no evidence of a manufacturing issue related to the event, no corrective action will be taken at this time.

Event description:
It was reported by the sales rep that during an aneurysm coiling procedure, after inserting a deltapaq coil (lot unknown) the surgeon inserted a deltaplush coil (dpl10020620/p11080) but the coil would not come out of the catheter. The surgeon pulled out the coil and completed the procedure using other deltaplush coil (lot unknown). It was reported that the microcatheter was exchanged due to the reported event. There was no adverse consequence to the patient. Device was discarded and is not available for analysis. It is unknown if the reported event caused any surgical delays.